Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative (rep) regarding a patient. It was reported that during an intra-operative procedure there was an impedance issue. The rep stated when they were measuring impedance with a brand-new implant, they got <(><<)>50 ohms on 0-3 pair and other pairs had normal range. There were no symptoms reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that multiple impedance checks were performed in procedure and post-operatively with the same results. The surgeon programmed around that, not using that one electrode combination and patient went home feeling stimulation at low level vaginally. The combination was bad, but the device was programmed using other options. There was no known cause. No further complications were reported.